Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), malaise ("3 years really sick"), anxiety ("bad anxiety"), headache ("headache"), tooth disorder ("teeth problems") and urticaria ("welts") and was found to have blood pressure increased ("blood pressure medicine"). The patient was treated with surgery (ablation, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, malaise, blood pressure increased, anxiety, headache, tooth disorder and urticaria outcome was unknown. The reporter considered anxiety, blood pressure increased, genital haemorrhage, headache, malaise, tooth disorder and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), malaise ("3 years really sick"), anxiety ("bad anxiety"), headache ("headache"), tooth disorder ("teeth problems") and urticaria ("welts") and was found to have blood pressure increased ("blood pressure medicine"). The patient was treated with surgery (ablation, hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, malaise, blood pressure increased, anxiety, headache, tooth disorder and urticaria outcome was unknown. The reporter considered anxiety, blood pressure increased, genital haemorrhage, headache, malaise, tooth disorder and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.